Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome. It was reported that the patient had a burning sensation at the incision site and the implantable neurostimulator during a MRI. The MRI had to be stopped. It was unknown if the MRI procedure was followed, but the patient did have her system in MRI mode. This was considered a sudden change in therapy/symptoms that had occurred on the day of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative that reported that after the patient notified the MRI technician after only two minutes that she was getting a warm sensation at the implantable neurostimulator pocket in her left buttock. They continued the scan for another minute or so and the device site went from a warm sensation to a burning one and they immediately stopped her MRI. There was total scan time of 3.5 minutes. The technician had known that the device needed to be verified with the patient programmer that it was in MRI mode. The patient had developed unrelated pain (on the opposite side of her implanted implantable neurostimulator) in the right lower back that extended into the button and the back of her right leg which was the reason for the MRI. The patient had immediately left the facility and took a shower to try to decrease the burning sensation. The patient noted that the shower helped ¿a little¿ to bring down her discomfort level, which was described as a burning sensation that felt like lots of ¿tiny bee stings.¿ the burning sensation felt better 2.5 hours afterwards; however the patient experienced ¿that same nagging feeling that you get after you burn yourself¿ and still had the feeling of ¿tiny bee stings¿ that were described as ¿not as bad as they were¿ before she showered. The patient was able to sync with the implantable neurostimulator and it was noted that the implantable neurostimulator was off and the strength was set at 2.10 volts. After turning on the device and adjusting it to an appropriate sensation, the patient was able to get her usual pain relief and eliminate the feeling of ¿tiny bee stings.¿ the patient noted that the patient still felt the burn a little less intense so it was at the feeling of ¿what a burn feels like after it happened.¿ the cause remains unknown. On (B)(6) 2016, the patient was experiencing some pain at the site, but it was better than the day prior. The patient had no complaints regarding therapy or degree of pain relief and continues to have full coverage of her painful areas. There was no redness at the site, and the patient was feeling pain on the area of skin that was about 2 inches away from the implantable neurostimulator pocket at approximately 2¿o¿clock towards the incision site for the lead entry. An impedance check showed all values to be within normal limits between 550 ohms and 1235 ohms.

Event description:
Additional information was received from the patient. It was reported that after the burning sensation that followed a MRI, the patient had continuous pain when using their stimulation or when charging. The patient requested the battery be removed and was refered to a surgeon to schedule a pocket revision. No further complications are anticipated.

Event description:
Additional information was received from a manufacturing representative reporting that they heard about this patient from another patient and wanted to make sure the patient¿s issues were heard. They stated that the patient had slight warmth/burning when they were in the MRI machine and it eventually got so bad that they had to stop the scan. It was reported that the patient continued to have a burning sensation at the pocket and it was extremely painful to charge (the patient wasn¿t pressing on the ins with the antenna at all, they were simply able to use sticky pads). It was reported that the patient met with a manufacturing representative at some point who indicated that the system was functioning normally, but they really haven¿t had any follow-up since. It was reported that the patient¿s doctor tried to manage the patient¿s pain with lidocaine cream, patches and possibly even a steroid injection, but the pain continued. It was stated that the patient¿s blood pressure was ¿to the moon,¿ because of the pain and the patient doesn¿t want to go back to their implanter since they left a large incision that needed 28 staples when they go their implant. It was reported that the patient had been charging their ins just enough to keep it charged but that they haven¿t been using therapy. Additional information was received from another manufacturing representative reporting that they had spoken with the patient numerous times after the event occurred and that when they last spoke the patient felt like the skin in the area was healing and feeling better. It was reported that they told the patient to call them with any further concerns. It was further reported that it was requested that the rep let the patient¿s doctor dictate the next steps and discussions with the patient. It was reported that they were going to get the patient in for a visit and troubleshoot their device to rule out other causes that could be contributing to the pain at the pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.